Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left main (lm) with no tortuosity and no calcification that was 70% stenosed. A 3.0 x 8 mm xience xpedition rx drug eluting stent (des) was deployed at the lesion at 12 bar; however, a distal edge dissection occurred prior to post-dilatation. A 3.0 x 12 mm xience xpedition des was used to cover the dissection. Post-dilatation was performed with a 3.0 x 12 mm non-abbott balloon dilatation catheter. No additional information was provided.